Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, medication not showing on profile. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication not showing on profile. A technical support specialist (tss) guided the customer through updating the total quantity with pharmacy filled amount. Once updated, the item appeared on the medication profile. The customer confirmed user was able to issue the medication. The system functioned as intended after technical support specialist assisted the customer to resolve the issue.